Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the complaint by reviewing the error log. The issue was reproduced by running quality controls (qc). The issue was resolved by adjusting the sorter tip alignment and replacing the wash syringe bushings. The instrument was validated by running qc, the results passed and were within published ranges. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 24dec2018 through aware date 24jan2020. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under section 12 flags and error messages states the following: 2207 no tip acquired by sorter cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to misalignment of the sorter tip.

Event description:
A customer reported getting error message 2207 tip not acquired by sorter and bf1 purge failure on the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.